Event description:
It was reported that during an unk procedure, the device stopped working during the case. The tissue pad melted but no piece fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.